Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 20/30 indeflator is being filed under a separate medwatch MFR number. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Event description:
It was reported that the procedure was to treat a moderately calcified, de novo lesion in the distal left anterior descending coronary artery. An attempt was made to inflate a 2.0x20 mm trek balloon dilatation catheter with the indeflator with copilot; however the pressure gauge did not increase. The trek bdc did not inflate; the gauge remained at 0 atmospheres. A second indeflator was used and the same issue occurred. There was no connection issue, and no leak was observed. There was no damage noted to the devices. A third indeflator was used with the same trek bdc and the balloon inflated with no issues. The procedure was completed with implantation of a 2.5x28mm xience prime stent was implanted and post dilated with a 2.5x20 mm nc trek bdc. There were no adverse patient effects and no clinically significant delay. No additional information was provided.